Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 04/11/2017 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box indicated no abnormal pump behavior. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. Three battery compartment cracks were observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient ¿has to keep resetting the pump in order for it to function properly.¿ no further information was provided. Animas customer support made multiple attempts to contact the patient for further information; however, there was no response to these attempts. There is no indication that this issue caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.